Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The reporter indicated the lens had excessive vaulting. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Product evaluation: lens was returned in a microcentrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown. Secondary surgical intervention, lens explanted and exchanged. Corrected data: left eye (os). (B)(4).